Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left pelvic pain') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation at the same time". The patient's medical history included nickel sensitivity, morbid obesity, anxiety and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included ear drum perforation, arthritis, smoker, asthma, copd, depression, colonic diverticulosis, fibrocystic breast, gerd, heart murmur, hernia, hypertension, essential hypertension and rib pain. Concomitant products included acetylsalicylic acid (aspirin), budesonide;formoterol fumarate (symbicort), celecoxib (celexa), lisinopril, montelukast, salbutamol (albuterol), varenicline tartrate (chantix) and venlafaxine. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel/I was told essure was made of surgical copper,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), rash ("sporatic rashes"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (cardiac ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the allergy to metals, supraventricular tachycardia, migraine, headache, anxiety, depression, rash, tooth disorder, vision blurred, dry eye and inflammation outcome was unknown and the mood swings, fatigue, weight increased and feeling abnormal had resolved. The reporter considered allergy to metals, anxiety, back pain, depression, dry eye, fatigue, feeling abnormal, headache, inflammation, migraine, mood swings, pelvic pain, rash, supraventricular tachycardia, tooth disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: pain/ left pelvic pain, allergic to nickel/I was told essure was made of surgical copper, supraventricular tachycardia, hormonal changes describe: mood swings, migraines, headaches, anxiety, depression, sporatic rashes, dental problems, fatigue, blurred vision, dry eyes, weight gain, lower back pain, brain fog, inflammation and essure procedure and endometrial ablation at the same time. Lot number, medical history, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left pelvic pain') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation at the same time". The patient's medical history included nickel sensitivity, morbid obesity, anxiety and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included ear drum perforation, arthritis, smoker, asthma, copd, depression, colonic diverticulosis, fibrocystic breast, gerd, heart murmur, hernia, hypertension, essential hypertension and rib pain. Concomitant products included acetylsalicylic acid (aspirin), budesonide;formoterol fumarate (symbicort), celecoxib (celexa), lisinopril, montelukast, salbutamol (albuterol), varenicline tartrate (chantix) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel/I was told essure was made of surgical copper,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), rash ("sporatic rashes"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (cardiac ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the allergy to metals, supraventricular tachycardia, migraine, headache, anxiety, depression, rash, tooth disorder, vision blurred, dry eye and inflammation outcome was unknown and the mood swings, fatigue, weight increased and feeling abnormal had resolved. The reporter considered allergy to metals, anxiety, back pain, depression, dry eye, fatigue, feeling abnormal, headache, inflammation, migraine, mood swings, pelvic pain, rash, supraventricular tachycardia, tooth disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left pelvic pain') and genital haemorrhage ('ablation') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation at the same time". The patient's medical history included nickel sensitivity, morbid obesity, anxiety and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included ear drum perforation, arthritis, smoker, asthma, copd, depression, colonic diverticulosis, fibrocystic breast, gerd, heart murmur, hernia, hypertension, essential hypertension and rib pain. Concomitant products included acetylsalicylic acid (aspirin), budesonide;formoterol fumarate (symbicort), celecoxib (celexa), lisinopril, montelukast, salbutamol (albuterol), varenicline tartrate (chantix) and venlafaxine. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel/I was told essure was made of surgical copper,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), rash ("sporatic rashes"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), feeling abnormal ("brain fog"), menopause ("perimenopause "), arthralgia ("joint pain"), joint swelling ("swelling of my ankles") and somatic symptom disorder of pregnancy ("feels like there is a phantom baby in there/feel like there is a baby kicking (flutters)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation, cardiac ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, allergy to metals, supraventricular tachycardia, migraine, headache, anxiety, depression, rash, tooth disorder, vision blurred, dry eye, inflammation, menopause, arthralgia, joint swelling, weight decreased and somatic symptom disorder of pregnancy outcome was unknown and the mood swings, fatigue, weight increased and feeling abnormal had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dry eye, fatigue, feeling abnormal, genital haemorrhage, headache, inflammation, joint swelling, menopause, migraine, mood swings, pelvic pain, rash, somatic symptom disorder of pregnancy, supraventricular tachycardia, tooth disorder, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Lot number: 869756, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter added. Event: feels like there is a phantom baby in there/feel like there is baby kicking(flutters) added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left pelvic pain') and genital haemorrhage ('ablation') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation at the same time". The patient's medical history included nickel sensitivity, morbid obesity, anxiety and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included ear drum perforation, arthritis, smoker, asthma, copd, depression, colonic diverticulosis, fibrocystic breast, gerd, heart murmur, hernia, hypertension, essential hypertension and rib pain. Concomitant products included acetylsalicylic acid (aspirin), budesonide;formoterol fumarate (symbicort), celecoxib (celexa), lisinopril, montelukast, salbutamol (albuterol), varenicline tartrate (chantix) and venlafaxine. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel/I was told essure was made of surgical copper,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), rash ("sporatic rashes"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), feeling abnormal ("brain fog"), menopause ("perimenopause "), arthralgia ("joint pain") and joint swelling ("swelling of my ankles"). The patient was treated with surgery (ablation, cardiac ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, allergy to metals, supraventricular tachycardia, migraine, headache, anxiety, depression, rash, tooth disorder, vision blurred, dry eye, inflammation, menopause, arthralgia and joint swelling outcome was unknown and the mood swings, fatigue, weight increased and feeling abnormal had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dry eye, fatigue, feeling abnormal, genital haemorrhage, headache, inflammation, joint swelling, menopause, migraine, mood swings, pelvic pain, rash, supraventricular tachycardia, tooth disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received: newly added events- perimenopause, joint pain, ankle swelling, genital bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left pelvic pain') and genital haemorrhage ('ablation') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation at the same time". The patient's medical history included nickel sensitivity, morbid obesity, anxiety and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included ear drum perforation, arthritis, smoker, asthma, copd, depression, colonic diverticulosis, fibrocystic breast, gerd, heart murmur, hernia, hypertension, essential hypertension and rib pain. Concomitant products included acetylsalicylic acid (aspirin), budesonide; formoterol fumarate (symbicort), celecoxib (celexa), lisinopril, montelukast, salbutamol (albuterol), varenicline tartrate (chantix) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel/I was told essure was made of surgical copper,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), rash ("sporatic rashes"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), feeling abnormal ("brain fog"), menopause ("perimenopause "), arthralgia ("joint pain") and joint swelling ("swelling of my ankles"). The patient was treated with surgery (ablation, cardiac ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, allergy to metals, supraventricular tachycardia, migraine, headache, anxiety, depression, rash, tooth disorder, vision blurred, dry eye, inflammation, menopause, arthralgia and joint swelling outcome was unknown and the mood swings, fatigue, weight increased and feeling abnormal had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dry eye, fatigue, feeling abnormal, genital haemorrhage, headache, inflammation, joint swelling, menopause, migraine, mood swings, pelvic pain, rash, supraventricular tachycardia, tooth disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Lot number: 869756, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left pelvic pain') and genital haemorrhage ('ablation') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation at the same time". The patient's medical history included nickel sensitivity, morbid obesity, anxiety and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included ear drum perforation, arthritis, smoker, asthma, copd, depression, colonic diverticulosis, fibrocystic breast, gerd, heart murmur, hernia, hypertension, essential hypertension and rib pain. Concomitant products included acetylsalicylic acid (aspirin), budesonide;formoterol fumarate (symbicort), celecoxib (celexa), lisinopril, montelukast, salbutamol (albuterol), varenicline tartrate (chantix) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel/I was told essure was made of surgical copper,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), rash ("sporatic rashes"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), feeling abnormal ("brain fog"), menopause ("perimenopause "), arthralgia ("joint pain") and joint swelling ("swelling of my ankles") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation, cardiac ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, allergy to metals, supraventricular tachycardia, migraine, headache, anxiety, depression, rash, tooth disorder, vision blurred, dry eye, inflammation, menopause, arthralgia, joint swelling and weight decreased outcome was unknown and the mood swings, fatigue, weight increased and feeling abnormal had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dry eye, fatigue, feeling abnormal, genital haemorrhage, headache, inflammation, joint swelling, menopause, migraine, mood swings, pelvic pain, rash, supraventricular tachycardia, tooth disorder, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Lot number: 869756 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event weight loss. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.